Event description:
Rptr did meter to hcp meter comparison tests, five to ten minutes apart. The results were 240 mg/dl on rptrs meter, and 106 mg/dl on rptrs doctor's meter (also surestep). Rptr did not have any symptoms. During troubleshooting, three control tests were in range, 134,134 and 138 (93-140). Followup attempts to reach the rptr for further info have not been successful.